Manufacturer narrative:
Product complaint # (B)(4). Corrected h6. Medical device problem code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6. Medical device problem code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : the device was reviewed and it was noted there were several deep scratches and gauges on both devices. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During preparation of the proximal humerus for the cta head the reamer guide was mounted on to the humeral stem. While reaming with the cta-head-reamer, the reamer suddenly blocked in the reamer-guide. This turned pressure on the humeral stem and generated a fracture of the proximal humerus. This fracture had to be fixed with sutures. The operation could be completed.